Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The healthcare professional reported via the manufacturer representative that the stimulator was "not working." Upon interrogation, it was noted that the implantable neurostimulator (ins) was off and had not been used since (B)(6) 2015. Contact 15 >10000 ohms and the battery voltage was at 2.975. The ins had been reprogrammed "2 months ago." The coverage was adequate, but it was believed the battery needed to be replaced. No interventions were taken to resolve the issue. There were no patient symptoms reported and the outcome was alive - no injury. The indication for therapy was degenerative disc disease and spinal pain. If additional information is received a supplemental report will be sent.